Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 vesrion or model number. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. At approximately 20:40, the patient experienced nausea and violent vomiting while sitting up in bed. The primary rn heard a ¿whooshing¿ sound and discovered blood in the iabp helium tubing, prompting immediate notification of the ccu fellow and CT surgery team. Pain medication was administered, and the patient¿s vital signs remained stable. The iabp was found to be malfunctioning and was emergently removed at the bedside by CT surgery. Examination revealed that the tip of the iabp wire and pressure transducer had perforated through the balloon tip. The device was saved for return to the manufacturer. The patient tolerated the removal well and remained neurologically intact, with the vascular graft in the left chest intact and not bleeding. On (B)(6) 2025 at approximately 8:30 am, the patient was taken to the or for removal of the balloon pump sheath and the distal portion of the graft. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient called the registered nurse (rn) to the bedside complaining of nausea and severe vomiting. The patient was seated upright when the primary rn heard a ¿whooshing¿ sound and observed blood in the helium tubing of the iabp line. The rn immediately notified the ccu fellow and the cardiothoracic (CT) surgery team. Pain medication was administered, and the patient¿s vital signs remained stable. Upon evaluation, the iabp was found to be malfunctioning, and the iab catheter was emergently removed at the bedside by the CT surgery team. It appeared that the tip of the iabp wire/pressure transducer had perforated through the tip of the balloon. The device was retained by nursing staff for return to the manufacturer. The patient tolerated the removal procedure well and remained neurologically intact. The vascular graft/conduit in the left chest showed no signs of bleeding post-removal, and the patient remained hemodynamically stable.